Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer accidentally removed all pump supplies at once. Customer replaced pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 165 mg/dl at time of event.